Manufacturer narrative:
(B)(4). Additional information: manufacture date: 02/16/2015. The analysis results showed that the cs40g device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m52k94. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: on which firing did this occur? On the first firing. On this firing, was the staple line complete? Yes. But there were several staples malformed. On this firing, was the cut line complete? Yes. What interventions were done to stop the bleeding? Hand sewing. How much blood was lost (ml)? It was not reported. Did the patient require a blood transfusion? It was not reported. If yes, how many units were given? Did the post-operative care change based on the bleeding? It was reported no. What is the current status of the patient? It was reported that the patient is in stable condition.

Event description:
It was reported that during an anterior resection procedure, the device was used to anastomose the rectum. There were several staples malformed with irregular shapes and errhysis. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient.